Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that on (B)(6) 2010 the patient experienced pulmonary emboli bilaterally and was recommended for an inferior vena cava filter. The patient was discharged with diagnosis of dvt and pe. On (B)(6) 2010, the patient presented with a gi bleed while on anticoagulation therapy for pulmonary embolus. It was recommended for the patient to undergo endoscopy as well as ivc filter placement. The following day the patient underwent filter placement in the inferior vena cava. It was noted that filter deployment was good. The patient tolerated the procedure well and was stable post procedure. On (B)(6) 2017, the patient had a CT scan of the abdomen performed without contrast. The scan revealed the ivc filter is in the intrarenal ivc which is tilted to the left. The struts of the filter project outside the lumen of the ivc. The medial struts do not appear to project into the aorta. Relationship of the struts to the right ureter is limited without use of contrast. There is a stent in the left common iliac artery and there are atherosclerotic vascular calcifications. The struts do not appear to invade adjacent soft tissues structures.